Event description:
The patient soaked their soft contact lenses in a rigid permeable contact lens solution, an indication for the solution not intended by the manufacturer nor approved by FDA. Pt's eyes became irritated after wearing the lenses and pt presented to their eye doctor who diagnosed chemical keratopathy. Pt was treated for the condition and the acute signs and symptoms resolved. However, nearly 3 years later, pt has persistent vague complaints of "uncomfortable" vision and their doctor reports an area of thinning of the temporal cornea of the right eye which he feels is causing monocular diplopia. Pt's vision is 20/20-1 in the right eye and 20/20 in the left.